Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted.

Event description:
The user's hearing performance was affected after a head impact. The user was reimplanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. Further in situ measurements before the impact show already two channels involved in a short circuit due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. Further in situ measurements before the impact show already two channels involved in a short circuit due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance was affected after a head impact. Re-implantation was performed on (B)(6) 2026.